Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-12990 serial/batch number (B)(6) was received for evaluation. Visual inspection revealed signs of wear and tear. An ar-12990n batch 10175441 was attempt to introduce to the instrument shaft and obstruction was encountered. The most likely cause is applying excessive force while grasping and manipulating tissue, or when applying excessive leverage.

Event description:
On (B)(6) 2024, it was reported by a distributor via email that for an ar-12990, knee scorpion¿, the needle tip broke and was stuck inside the knee scorpion and could not be removed. This was detected during use in a meniscal repair procedure on (B)(6) 2024. The procedure was completed successfully as a second scorpion was used with a new needle. There was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.